Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month (calculated from the date when the system controller was issued to the patient). The system controller and backup battery were not returned for evaluation as the system controller remains in use. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in september 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice ((B)(4)). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
A correlation between the device and the reported event of a backup battery fault alarm was not able to be determined as the device was not returned for evaluation. The heartmate ii lvas instructions for use state that the replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. The system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient called the vad coordinator to report experiencing a backup battery alarm on the system controller. The patient was instructed to silence the alarm and go to the clinic the next day where the backup battery was exchanged. The system controller remains in use. The patient was reportedly fine. No further information was provided.